Manufacturer narrative:
Product event summary: #(B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed, analysis of the device memory was performed and no anomalies were found. The is no evidence of a por.

Event description:
It was reported that the patient alleged the device had a power on reset (por) and it was the cause of the patient having a recent hospital admission. A device interrogation was done and no por was noted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.